Manufacturer narrative:
The insulin pump was monitored for several days and no frozen screen noted during test and time clock advances properly. The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No missing segments noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive, a no delivery alarm occurred, and the display was frozen. Additionally, the screw inside of the reservoir compartment was damaged, which may have compromised insulin delivery. Blood glucose level at the time of the incident was 279 mg/dl. During troubleshooting, customer was unable to get the display to return. The insulin pump was returned for analysis.